Manufacturer narrative:
The medical device remains implanted. Return not possible. (B)(4).

Event description:
The following information was reported to gore: on (B)(6) 2018, this patient underwent endovascular treatment using conformable gore¿ tag¿thoracic endoprosthesis (ctag) for thoracic aortic aneurysm (captured by event # (B)(6)). On unknown date in (B)(6) 2019, during follow-up, aortic dissection was observed from just distal the subclavian artery to the proximal end of the ctag. A computer tomography scan was performed, but the time of onset and the entry were not identified. It was determined that the proximal end of ctag was likely to be the entry. On an unknown date, during follow-up, it was reported that thrombus in the ctag was increased. On (B)(6) 2021, the patient underwent ascending and arch aorta replacement, and non-gore stent graft (open stent graft) was deployed. During the procedure, thrombus in the ctag was peeled off and became the flap shape. On (B)(6) 2021, the patient underwent reintervention. An additional stent graft was deployed from non-gore stent grafts to ctag. The patient tolerated the procedure. The physician stated as follows; onset and entry of dissection were unknown. The possible cause might have been the proximal end of the ctag. The blood vessel condition was pretty bad originally, so the device size might have been a little larger at the time of initial procedure. Regarding the thrombus in the ctag, the cause might have been that the blood flow decreased due to the narrowing of the true lumen in the proximal of the ctag due to the dissection. The reason why the thrombus peeled off might have been that the position of the distal end of osg was wrong, or it bumped at the time of insertion.